Event description:
It was reported that the customer experienced issues with the touchscreen responsiveness of their device, and the battery was not holding a charge, leading to unexpected shutdowns overnight. The customer declined to provide information regarding whether their blood glucose level exceeded 500 mg/dl, so no adverse impact on blood glucose levels was noted. The customer declined further troubleshooting, and no additional information was received about the outcome of the event.